Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulty to deploy (wall apposition) with patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3. Date of event: estimated. D4. The UDI is not known as the part and lot number were not provided. Attachment article titled: "from coronary arteries to lower limbs: advances in drug-eluting bioresorbable scaffolds for treating chronic limb-threatening ischemia".

Event description:
It was reported through this summary article (from coronary arteries to lower limbs: advances in drug-eluting bioresorbable scaffolds for treating chronic limb-threatening ischemia [clti]) which referenced several abbott randomized control trials, that in clinical practice, the scaffold became associated with early and midterm adverse events such as higher rates of tlf (target lesion failure) and device thrombosis when compared with xience des. Further analysis of absorb data attributed early and mid-term (1.5¿ 2 years) adverse events, including thrombosis, to small vessel and/or expanded diameters and scaffold mal-apposition. More than half of the thrombosis events (55%) were associated with devices implanted in vessels below the recommended 2.5 mm diameter. In addition, mid-term adverse events coincided with scaffold resorption, where mal-apposed scaffolds could lead to partial strut collapse and flow disruption once polymer degradation advanced enough to reduce structural integrity. This article summarized the development of bvs technology from absorb to esprit btk and how clinical experiences have shaped an improved procedure for treating below the knee disease in patients with clti. No new clinical data are presented as part of this article summary (attached). This article summarized the development of bvs technology from absorb to esprit btk and how clinical experiences have shaped an improved procedure for treating below the knee disease in patients with clti. No new clinical data are presented as part of this article summary (attached).